Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# unknown implanted: explanted: product type accessory product ID a810 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated the cause of the communicator dying was due to it needing new batteries. It was reported the patient was seen on monday june 28th and reprogrammed.

Manufacturer narrative:
Other relevant device(s) are: product ID: a810, lot/serial#: unknown, product type: software, ubd: n/a, UDI #: n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving 2000 mcg/ml of baclofen at 1855 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the¿doctor was trying to do a dose adjustment today ((B)(6) 2021) and while trying to do telemetry the doctor was only able to get to 57% and then the communicator died. The hcp stated that they replaced the batteries in the communicator and after this they could not not find the pump.¿ it was indicated the hcp did an update earlier around 1:00 pm and did not have the failure with the update but only encountered a failure upon further interrogation of the pump. The hcp planned to go back later to fix this issue later when they were able to do so.¿ the result of the call was that the doctor was going to keep the settings from the 1:00 pm session and said they would try to do troubleshooting at a later point. From there the hcp was not able to interrogate again. It was reviewed that if the pump was not updated and was only interrogated part way the settings would remain the same for the patient. The hcp stated there was no known emi (electromagnetic interference).¿¿additional information was received from a manufacturer' s representative (rep) on (B)(6) 2021. The pump was read on (B)(6) 2021 and it showed that the pump was stopped. The rep stated that the pump had been reprogrammed following a cap (catheter access port) procedure on friday (B)(6) 2021 and the pump started to alarm yesterday, (B)(6) 2021. The rep read the pump logs which showed the programming steps on friday then a critical alarm yesterday ((B)(6) 2021) with the message of "stopped pump period exceeds 48 hours." When the rep went into the programming workflow the infusion mode showed the pump was temporarily stopped.¿ the rep mentioned that the patient "had some itching." It was reported when the pump was updated on friday (B)(6) 2021 the rep was certain the update was complete but the pump went into stopped pump mode. The pump logs from the update on friday had the following programming step codes: 22, 24, 14, 21. It was reviewed the programming steps would typically have more than four steps and would confirm an incomplete update. It was later indicated after speaking with the physician that the physician had attempted to update the pump again on friday (B)(6) 2021 after the earlier update when the prime bolus was programmed. The physician was unsuccessful in their attempt to update the pump and the partial update caused the pump to go into stopped pump mode. It was indicated the physician still wanted to program a prime bolus on (B)(6) 2021 even though they believed the original prime bolus did go through from friday (B)(6) 2021.